Event description:
It was reported by a healthcare professional that a bruxzir screw retained crown cracked. Additional information reported that the implant sheared horizontally, right before the screw; where the screw engages. The provider stated that additional information would be provided in the questionnaire that he received.

Manufacturer narrative:
Additional patient, product and event information was requested but not provided by the initial reporter. The reported device has not yet been received. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).